Event description:
It was reported that the iab was inserted in a female pt with very atherosclerotic vessels. Within 24 hrs, blood was noted in the gas tubing. The iab was removed and replaced. A second iab was placed for three days, after which blood was again noted in the gas tubing. The iab was removed and not replaced since the pt didn't require it. There were no complications.